Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator screen locks up and is indicating a '35volt failure.' The customer reported the device was not in use on pt.